Event description:
Additional information indicated that the cause of the reservoir volume discrepancy was not determined.

Manufacturer narrative:
(B)(4).

Event description:
Information received from a healthcare provider (hcp)via a clinical study regarding the delivery of dilaudid (7.5mg/ml, 1.6018mg/day), clonidine (350.0mcg/ml,74.75mcg/day), compounded baclofen (625.0mcg/ml, 133.48mcg/day), and bupivacaine (35.0mg/ml, 7.475mg/day) in a pain pump. A volume discrepancy occurred at a (B)(6) 2015 refill. It was noted the pump overinfused 5ml (actual residual volume (arv) less than expected). The event was considered to be ongoing. No further actions were provided. Additional information was received that reported the patient had symptoms on (B)(6) 2015, where the patient felt overmedicated and was unable to hold objects following the (B)(6) 2015 pump refill. The clinical diagnosis was it (intrathecal) medication side effects. On (B)(6) 2015, there was 1.7 ml over-infusion noted which was within acceptable range. On (B)(6) 2015, there was 1.1 ml over-infusion noted which was also within acceptable range. The outcome was reported as resolved without sequelae as of date (B)(6) 2015.

Event description:
Additional information was received from a health care provider (hcp) via a study. Concomitant medication was morphine sulfate ER, morphine sulfate ir medical history includes malignant pain, osteosarcoma, deep vein thrombosis, hyperlipidemia, oesophageal reflux disease, myocardial infarction, hypertension, depression, history of acute myelogenous leukemia. No actions were taken to resolve the reservoir volume discrepancy and it medication side effects.